Event description:
Philips received a complaint on the suresigns vs2+ nbp/spo2 monitor indicating the system displayed a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system displays a speaker malfunction. The fse confirmed with the customer that philips solution center was called for parts number and ordered parts. He philips field service engineer (fse) confirmed the customers device issue and confirmed with the customer that philips solution center was called for parts number and ordered parts.